Manufacturer narrative:
Correction: h7, h9, and h10 to update corrective action #, added device information numbers and updated b5 ( describe event or problem). Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient four treatments with coolsculpting. On (B)(6) 2016, the patient received treatment to upper abdomen with coolsmooth, legacy coolcare, and legacy coolcurve applicators, and to the lower abdomen. On (B)(6) 2016, the patient received treatment to the lower abdomen. On (B)(6) 2017, the patient received treatment top to the upper abdomen with coolsmooth, legacy coolcare, and legacy coolcurve applicators. On (B)(6) 2018, the patient received treatment to the upper abdomen and inner thighs using the cooladvantage coolfit and legacy coolfit applicators. The patient may have developed paradoxical hyperplasia (pah/ph) to the upper abdomen, lower abdomen, and inner thigh approximately 18 - 24 months post treatment. On (B)(6) 2023, the patient was diagnosed with pah / ph to the upper abdomen, lower abdomen, and flanks by medical professional.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient four treatments with coolsculpting. On (B)(6) 2016, the patient received treatment to upper abdomen with coolsmooth, legacy coolcare, and legacy coolcurve applicators, and to the lower abdomen. On (B)(6) 2016, the patient received treatment to the lower abdomen. On (B)(6) 2017, the patient received treatment top to the upper abdomen with coolsmooth, legacy coolcare, and legacy coolcurve applicators. On (B)(6) 2018, the patient received treatment to the upper abdomen and inner thighs using the cooladvantage coolfit and legacy coolfit applicators. The patient may have developed paradoxical hyperplasia (pah/ph) to the upper abdomen, lower abdomen, and inner thighs.